Event description:
It was reported that a caucasian female patient underwent a primary breast augmentation surgery with implantation of an undisclosed mentor breast implant prosthesis. Post-operatively, the patient developed bilateral capsular contracture. However, no baker grade rating was provided. As a result, the patient underwent bilateral removal and replacement with 415cc mentor memorygel breast implants on (B)(6) 2021. The type of device involved is unknown, and that the common device name and procode values are being used for submission purposes only. Follow-ups are being conducted. A supplemental report will be submitted if clarifying information is received. Refer to manufacturing report number 1645337-2022-05299 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).